Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is not secured, the endoscopic image cannot be displayed, and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head had no image. The issue occurred during a theatre list procedure; during sedation device inside the patient, which was completed with a backup device. There were no reports of patient harm.